Event description:
Patient experienced instability, cracking noise and joint swelling. Revision surgery was performed on 8/13/97.

Manufacturer narrative:
The results of the jjpi applied research group evaluations are as follows. Non-destructive and visual evaluaiton was performed on the 80-0163 pfc tibial insert. The ultra-high molecular weight polyethylene insert was revised after approximately two years due to failure of the intercondylar post. The intercondylar post showed cracking and delamination on the medial, lateral and posterior sides. The articulating surfaces of the condyles showed extensive burnishing and some pitting and scratching. The inferior side of the insert showed slight manufacturing defects were evident. Jjpi considers this file closed.